Event description:
The recipient reportedly experienced a cholesteatoma and an infection. The recipient underwent surgery to have the cholesteatoma removed. During surgery, pus was noted, granulation tissue was removed, and the ossicles were observed to be eroded. The recipient's device was explanted. The recipient was administered cefepime and bactrim through the weekend and oral antibiotics for the following two weeks.

Manufacturer narrative:
The recipient's infection reportedly resolved. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will not return to the company for analysis. A review of the device history record revealed that the coil assembly and platinum disk were replaced. This is the final report.